Event description:
It is reported that pt underwent hip replacement in 2006, pt was revised in 2008 due to stem fracturing.

Manufacturer narrative:
Eval summary: the stem has fractured. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or MFR of the device contributed to the outcome described here. Risk mgmt activity has been initiated. Should add'l substantive info be rec'd, this report will be amended. No prod was returned. Review of the device history records was also not possible as the prod and/or lot #s required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Base on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be re-opened. Zimmer considers the investigation closed.